Event description:
It was reported that during a routine change-out the device would not make a proper connection with the chronic competitor lead. No capture and out of range pacing impedance was observed. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was tested electrically and mechanically and no anomaly was detected. The device sensed and paced normally on the bench and the is-1 lead bore dimensions were normal and met specification. The ate system detected no electrical anomaly and the device met all of the test specifications. The cause of anomaly observed in the field was not determined. (B)(4).